Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent delivery system malfunctioned, stent damage and a vessel rupture occurred. Vascular access was obtained via a femoral artery. The 7.0mm x 150-160mm, 90% stenosed, de novo target lesion was located in a moderately calcified and mildly tortuous superficial femoral artery (sfa). Pre-dilation was performed with an unspecified balloon. Utilizing a contralateral approach, the 7x180x130 innova stent system was advanced into the true lumen of the sfa. When the stent was approximately 2/3 deployed, the thumb wheel on the deployment mechanism locked up. The physician then noted shortening of the stent via angiography as the ¿stent folded in on itself.¿ deployment of the stent was completed with the manual pull grip and post-dilation was performed with an unspecified 7.0mm balloon. Angiography revealed a vessel rupture in the first third of the stent, in the area where the stent was folded on itself, evidenced by contrast extravasation. Another unspecified balloon was inflated for 10 minutes resolving the rupture and resulting in timi iii distal flow, confirmed via angiography. At an unspecified time, the patient complained of an ache in their thigh. There were no additional patient complications and the patient¿s status is stable. The patient was asymptomatic when discharged to home. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent delivery system malfunctioned, stent damage and a vessel rupture occurred. Vascular access was obtained via a femoral artery. The 7.0mm x 150-160mm, 90% stenosed, de novo target lesion was located in a moderately calcified and mildly tortuous superficial femoral artery (sfa). Pre-dilation was performed with an unspecified balloon. Utilizing a contralateral approach, the 7x180x130 innova stent system was advanced into the true lumen of the sfa. When the stent was approximately 2/3 deployed, the thumb wheel on the deployment mechanism locked up. The physician then noted shortening of the stent via angiography as the "stent folded in on itself." Deployment of the stent was completed with the manual pull grip and post-dilation was performed with an unspecified 7.0mm balloon. Angiography revealed a vessel rupture in the first third of the stent, in the area where the stent was folded on itself, evidenced by contrast extravasation. Another unspecified balloon was inflated for 10 minutes resolving the rupture and resulting in timi iii distal flow, confirmed via angiography. At an unspecified time, the patient complained of an ache in their thigh. There were no additional patient complications and the patient's status is stable. The patient was asymptomatic when discharged to home. This product is only ous approved but it is similar to an approved us device.